Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had dyspnea and their physician planned to insert an additional lead. However, the patient was informed that they did not need another lead because they had a lead disconnected from their device. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.